Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a no delivery alarm. Customer's blood glucose was 497 mg/dl. It was found that no delivery was caused by infusion set locked inside of the belt clip and was damaged. Customer changed and discarded products and declined troubleshooting. Customer was advised to call back should issue persist.